Event description:
Per the audiologist's report, two days after initial device activation, this child fell and hit the back of his head, near the receivers/stimulator package. After this incident, no communication could be established with the implant. The external equipment was exchanged, but this did not resolve the problem. In 2006, communication was established with the implant. The results of an integrity test done on that day were consistent with normal receiver stimulator function. Due to the reported intermitency, a second integrity test was scheduled for the following month. At that time, no communication could be established with the implant. The surgeon explanted the device in the same month and reimplanted the patient with a new device the same day.